Manufacturer narrative:
(B)(4). Date sent: 3/30/2022. D4: batch #504a95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was returned with no apparent damage, and fully fired. The opened package was returned along with the reload. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the device was fired at the 4th firing of feea. The damaged fragment could be removed because the issue occurred outside the body cavity. The fragment was already discarded so only cartridge will be returning. It can be visually confirmed that something looked unusual on the center of the cartridge closer to the proximal end on the 1st and 2nd lines that the knife runs. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the cartridge stuck to the target tissue and was not removed at the 4th firing of feea. It was removed by forceps but a blue piece of it was stuck in the tissue. The deployed staples were formed properly, and the tissue was cut well. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.